Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. The shaft broke outside of the pt. No pt injuries or complications occurred.